Event description:
Medtronic received information that during the attempted implant of a transcatheter bioprosthetic valve, the patient became hypotensive and the valve was withdrawn from the patient. An echocardiogram revealed pericardial effusion and cardiopulmonary resuscitation (CPR) was initiated. A pericardiocentesis and emergency sternotomy were performed with the patient placed on cardiopulmonary bypass (cpb). When the chest was opened, a tear in the left ventricle wall was noted and repaired with a surgical patch. The physician stated the tear was caused by the improper shape of a boston scientific amplatz super stiff wire. Tamponade was noted and treated medically. A non-medtronic surgical valve was implanted. Pe (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)